Event description:
It was reported that the patient was unable to adjust stimulation. A ¿call your doctor¿ icon was seen along with a power on reset (por) condition. The patient went to turn on stimulation the day prior to this report and got a power on reset (por) on the programmer. It was noted that the patient charges every week and should¿ve had a ½ charge on there. He could not turn stimulation on. The patient was able to clear the por and get back to the original screen. He had tried calling the day prior to this report but got nothing and if it hadn¿t already been turned up he wouldn¿t have been able to turn up until the day of this report and wouldn¿t have been able to sleep. The patient was directed to his healthcare provider for troubleshooting the por. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been found, if any intervention occurred, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).